Event description:
Caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the reset process, which resolved the issue and allowed the caller to successfully start their sensor session.